Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle was damaged which prevented the belt from being inserted into the monitor. The root cause for the damaged receptacle could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.